Manufacturer narrative:
Concomitant medical products: product ID 977a290, lot# 0210365525, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that they tried to do other programming but nothing helped the patient even if she felt the stimulation in the right place.

Manufacturer narrative:
Product ID: 977a2, lot# 0210365525, implanted: (B)(4), 2015, explanted: (B)(6) 2016, product type: lead.

Event description:
The healthcare professional (hcp) of a foreign clinical study reported that the system initially controlled the patient¿s symptoms, but lost effectiveness. The clinical diagnosis was noted as ¿no more help by the system and decompensation psychologic.¿ the reason for modification was noted as ¿patient¿s choice.¿ the lead and implantable neurostimulator (ins) were explanted. The outcome was noted as resolved without sequelae. The event resulted in an unscheduled clinic or office visit. The etiology was noted as possibly related to the device or therapy and not related to the implant procedure. Since the beginning of (B)(6), it was reported that everything was going bad. The patient did a ¿tentamen¿ and was hospitalized in a psychiatric clinic. The patient felt a big belly since she had the device and there was no more efficacy of the system was it was decided to explant the entire system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.